Manufacturer narrative:
Unique identifier (UDI): (B)(4). A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that fluid had leaked from the cassette during treatment. The cycler had alarmed for a heater bag issue and treatment had been discontinued. The patient stated that the cassette had a small hole and the fluid leaked inside of the cycler. The patient's pd nurse reported that no adverse event resulted from the fluid leak. The patient was not administered antibiotics. The patient did not retain the pd cycler's disposable tubing.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.